Event description:
(B)(4) was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6) center in (B)(6) on (B)(6) 2012. The customer reported the following: on (B)(6) 2012, after 182 implant days, (B)(4) reported that he found some "cuts" on the outside of his right tah-t cannula. The pt and the clinicians at (B)(6) center think that the cuts might have been caused by wearing a belt on his pants. When the pt was at the clinic, it was found that the right cannula also had an air leak. The right cannula was repaired and the air leak was resolved by wrapping the cannula with vulcanizing tape. There was no impact to the pt. The pt has been admitted to the rehabilitation center and he has been listed as "high urgent" for transplant.

Manufacturer narrative:
Syncardia requested that the tah-t and cannulae be returned to syncardia for evaluation after the pt is transplanted. The results of the investigation will be provided in a supplemental MDR. Syncardia initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all canula tear events. From 2004 to (B)(4) 2012, there have been a total of (B)(4) tah-t implants worldwide and a total of (B)(4) tah-t pts who experienced a cannula breach, for a rate of about (B)(4) percent ((B)(4)). None of the pts experienced any injuries as a result of the cannula tears. Therefore, the risk associated with this issue is low for occurrence and low for severity.